Event description:
It was reported that following a fall, the pt experienced a loose wire at the pocket site. The pt relocated since the initial fall and fell again. The pt reported that the fall was on their implantable neurostimulator.